Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated that the patient did not wake up and was shaking and making noises. The sensor had failed and did not alert them. His wife called an ambulance and the patient was taken to the hospital in a diabetic coma. He was treated with glucagon and at the time of the report was in good condition. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.